Manufacturer narrative:
The device was received at the manufacturer for evaluation. The service technician found that corrosion was present throughout the motor and rotor assemblies. This corrosion leads to high impedence at the analog ground pin that may cause an intermittent contact resulting in the run-on condition described. The device was repaired and returned to the customer.

Event description:
It was reported that during a routine maintenance visit the handpiece continued to run in the safe position while it was being tested. There was no patient involvement and no adverse consequences were reported.